Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks that were not discriminated by the device. The device remains in use. The right ventricular lead impedance dropped after implant and was low. The patient had a possible lead perforation and a pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.